Event description:
It was reported that the stent partially deployed then fractured, resulting in embolization, and requiring intervention. This 6x150, 130 cm eluvia drug-eluting vascular stent system was selected for use during a superficial femoral artery (sfa) stenting procedure. The 99% chronically occluded sfa was moderately calcified and moderately tortuous. During the procedure, the chronic total occlusion in the sfa/popliteal was crossed and the lesion was predilated using a 4mm balloon, then they advanced the device to below knee popliteal. An attempt was made to implant this stent; however, during deployment using the thumb wheel, approximately 1cm of the stent deployed. The remainder of the stent did not deploy despite fully rolling the thumb wheel back. The blue handle was then attempted, but it disconnected from the device. The stent was able to be backed out over the wire, but when trying to pull it back in the sheath, the exposed portion of stent fractured distally 10mm and embolized to the femoral artery. The piece was able to be snared, and the procedure was completed with a different stent. The procedure was prolonged, but the patient fully recovered. It was further reported that the device was being deployed in the popliteal 2 segment below the knee. The previous report of embolization was further clarified as the detached/fractured stent piece traveled to the femoral artery and the physician successfully snared out the entire end piece.

Manufacturer narrative:
Corrected b5: describe event or problem device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this eluvia self-expanding stent system was returned fractured into two pieces; likely caused during the interaction of the sheath when attempting to remove from the body. The exposed stent measured 3.5cm and the recovered piece measured 10mm. The outer sheath, tip, inner sheath, and the remainder of the device were checked for damage. Visual and microscopic examination revealed bunching at the nose cone and a broken rack/pull grip. Inspection of the remainder of the device revealed no other damage or irregularities. The reported clinical observations of partial deploy, fracture, and difficult to remove were confirmed.

Event description:
It was reported that the stent partially deployed then fractured, resulting in embolization, and requiring intervention. This 6x150, 130 cm eluvia drug-eluting vascular stent system was selected for use during a superficial femoral artery (sfa) stenting procedure. The 99% chronically occluded sfa was moderately calcified and moderately tortuous. The lesion was predilated using a 4mm balloon, then an attempt was made to implant this stent. During deployment using the thumb wheel, approximately 1cm of the stent deployed; however, the remainder of the stent did not deploy despite fully rolling the thumb wheel back. The blue handle was then attempted, but it disconnected from the device. The stent was able to be backed out over the wire, but when trying to pull it back in the sheath, the exposed portion of stent fractured distally 10mm and embolized to the femoral artery. The piece was able to be snared, and the procedure was completed with a different stent. The procedure was prolonged, but the patient fully recovered.